Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of headaches, jaw pain and difficulty sleeping. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking ibuprofen (over-the-counter, anti-inflammatory) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor considered the event was serious and life threatening, because the patient could have fell asleep while driving a car.